Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 in the left tower kept failing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the tower door had kept failing. The field service engineer (fse) found that tower door 4, individual tower em2, had failed. The latch on tower door 4 was replaced. The final test could not be performed, but the customer was able to recover and inventory the tower. The customer confirmed and verified functionality. Conductive grease was applied to all tower door latches, and all harnesses and cabling were checked; everything appeared to be in good working order. All connectors and connections were crimped and tightened. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.